Manufacturer narrative:
The technician stated that the failure was most likely contributed to the side com power control board assembly being worn from normal wear and tear and account still trying to attach the cable to it. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2006 through 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the side com power control board assembly to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported that the nurse call would not function due to the side com cable was unable to be plugged into the bed due to bent pins on the power control board assembly. The bed was located in the bed shop at the facility. There was no patient/user injury reported. (B)(4).